Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went into diabetic ketoacidosis and had a blood glucose exceeding 600 mg/dl. The patient was vomiting and had difficulty breathing and went to the hospital. She treated with manual insulin injections. The customer mentioned that there was a crack on the pump near the reservoir from just normal wear and tear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.